Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Helium leak confirmed. Checked all line connections, isolated leak point to cart. Found that helium bottle yoke was not properly seated and was allowing the system to leak. The unit passed all functional and safety tests after preventative maintenance was performed, and was returned to customer.

Event description:
It was reported prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a loud noise while in use almost as if it has a helium leak or bad pump etc. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.